Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified multiple events of system error 345. The reported condition was verified. The cause was determined to be downstream thermistor was out of calibration. The forces sensor was connected to input/output board to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.